Event description:
Additional information was received. The patient reported they had an appointment scheduled for (B)(6)2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. Patient called in stating she is having back pain and she thinks it is related to the device. Patient said she never had pain like this before. Patient said the device was implanted to help with bladder pain and bladder spasms. Patient was redirected to discuss low ins battery message with hcp. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer. It was reported that the patient had an appointment with their practitioner assistant for therapy adjustments. The patient stated her stim was adjusted and she left in pain and felt stim on the left. The patient said she told the assistant about the pain and she tried 3 times but still could not adjust stim to where it was not on the left. The patient left the appointment and has since been having urinary issues. The patient stated the minute I get up, I urinate. The patient said she tried all programs and still feels stim on the left side. The patient mentioned right now the stim is set low to where she does not feel it. The patient stated she had issues prior to the appointment and confirmed she was talking about the issues in previous call. The patient stated she has an appointment on (B)(6) 2020 and the healthcare professional office that she wanted someone from the manufacturer there to do the adjustments this time. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of what steps had been taken to resolve the stim on the left side and if the stim on the left side had been resolved, the patient reported ¿no,¿ and that they had an appointment on (B)(6) 2020. The patient stated that they hoped that they could help them on that day as they had been having the problem since then, incontinence. The patient stated that no other actions had been taken at this time of their writing the letter and that they were still waiting. There were no further complications reported.